Event description:
It was reported that multiple attempts were made to establish telemetry with the device. Additionally, a magnet application did not elicit a tone from device. Based on follow-up received, a different programmer was used and still there was no telemetry with the device due battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.